Event description:
Technician alleged that the head of the bed was not going up. No pt impact.

Manufacturer narrative:
The technician checked the head cylinder and found it was leaking oil and had no compression. The technician replaced the head cylinder to resolve the issue.